Event description:
It was reported that the lead was explanted and replaced due to noise. No further information is available.

Manufacturer narrative:
A partial lead with the connector pin measuring 8.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.